Event description:
This is filed to report a gripper actuation issue it was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An ntw clip was prepared per the instructions for use (IFU) and inserted without issues. The leaflets were successfully grasped, and the clip was closed without issues. However, the mr reduction was not great enough, so the physician opened the clip and repositioned it. Grasping was again performed, but it was observed that one of the grippers did not lower. The clip was retracted into the left atrium (la) and troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and replaced. One clip was then deployed, reducing mr to a grade of <1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
Returned device analysis did not confirm the reported inability to lower a single gripper. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on all available information, a cause for the reported difficult to open or close (gripper actuation ¿ single) could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.